Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please if the event description is related to the impossibility of unscrewing the luer locks to connect the laparoscopic tip or it is related to a leakage for the lap tip. The event was related to the impossibility of unscrewing the luer locks to connect the laparoscopic tip. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Additional information was requested, and the following was obtained: based on previous responses the alleged quality issue was related to the impossibility of unscrewing the luer locks on the dual applicator (vstas1) in order to connect the laparoscopic tip (vstl35). Samples for both products, vstas1 and vstl35 were returned for evaluation. O please kindly clarify if there was an alleged quality issue against the vstl35, if so please specify, and if the nature of complaint is specific to the vstas1 dual applicator. --> they had both issues with two different vistaseal products. The first one had the issue of the luer locks not unscrewing. The a second device had leakage from the lap tip once connected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 adapter attached to the syringe holder with syringe fill and extra dual applicator with damaged in the luer locks. In an attempt to replicate the reported incident, the devices were functionally tested to detect any functional issues. Upon evaluation of the devices, it were functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2023 and a fibrin sealant preparation device was used. The luer locks on the device would not open to exchange for lap tip. They got another one to complete the case no adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not brand new but relatively new. Using for six months. Has used twenty five plus times. 2. How many times have they applied the laparoscopic tip? Not brand new but relatively new. Using for six months. Has used twenty five plus times. 3. Was a sales representative present during the case when the issue was experienced? No. 4. Was any leakage or product solution observed at the luer locks connection? Yes for the lap tip. 5. Were there any unexpected outcomes or complications as a result of the event? Not for the patient. For the product they weren't able to connect it initially. They had to get a new like product. 6. Are there pictures of the damaged device available? No. The following information was requested, but unavailable: 1. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.